Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose level was unknown at the time of incident. The mother states the buttons are not responding. The insulin pump is being replaced and is expected to return for analysis.